Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an unknown procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip failed to deploy. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block e1: initial reporter phone: (B)(6). Block h6: device code 2906 captures the reportable event of clip failed to deploy. Block h10: investigation results the returned resolution 360 clip was analyzed, and a visual evaluation noted that the clip assembly returned attached to the device. Microscope examination was performed, and it was observed that the capsule tabs were damaged and the capsule was separated from the bushing. The corewire was bent at the distal section. Functional evaluation was performed using a tortuous fixture, the clip released from the catheter successfully. No other issues with the device were noted. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an unknown procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip failed to deploy. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.